Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided. The wearable was inserted into the arm on (B)(6) 2025. On 10/16/2025, the patient noticed the skin reaction. The patient sought consultation the same day and started using the topical cream on 10/17/2025. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient¿s skin was prepped with alcohol prior to sensor insertion. The next day the patient felt swelling and warmth in his arm. The patient also experienced burning, inflammation, and drainage underneath the entire patch area. He felt the area was getting infected and went to his doctor¿s clinic. At the doctor¿s clinic, the patient¿s doctor only observed the area and prescribed the patient with an unspecified topical cream and oral amoxicillin. The patient cleaned the area and ¿squeezed the wound¿ himself. When doing so, clear liquid and pus was drained from the site. At the time of report, the swelling of the area minimized but was still painful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.